Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implantable cardioverter defibrillator (ICD) change out the patient developed a hematoma. The right ventricular (rv) lead had high thresholds and also alerted for a high/undefined pacing impedance. Upon entering the pocket to evacuate the hematoma, it was noted the pin of the rv lead was not in good contact. The pin was repositioned and numbers were within normal parameters following the revision. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.